Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced six inappropriate shocks from the implantable cardioverter defibrillator and was brought to the emergency room. The device was interrogated and found to be in backup vvi operation. The device was then successfully restored. The patient was noted to be asymptomatic in the emergency room and remained so until he was discharged.